Event description:
Follow-up identified the patients' scs system is functioning as designed at this time.

Manufacturer narrative:
(B)(4). Recall: 1627487-05242011-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reports discomfort due to the ipg is tilted/ moving around in the pocket. Reportedly, the ipg is superficial as the patient's weight changes frequently. Troubleshooting was attempted to no avail. A replacement charger was sent to no avail. Follow-up identified surgical intervention may be undertaken as the next course of action to address the issue.